Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. B85130) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), language disorder ("neurological disorders-language"), asthenia ("asthenia"), visual acuity reduced ("visual disorders (decreased acuity)"), dizziness ("dizziness"), arthralgia ("joint pain"), paraesthesia ("tingling limbs"), night sweats ("night sweats"), sleep disorder ("sleep disorders"), vein disorder ("venous disorders"), heavy menstrual bleeding ("menorrhagia"), gastrointestinal disorder ("intestinal disorders"), headache ("headaches"), anxiety ("increased anxiety"), hypoacusis ("decreased hearing"), ear pruritus ("itchy ear canal"), loose tooth ("tooth loosening"), memory impairment ("neurological disorders-memory") and disturbance in attention ("neurological disorders - attention"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to language disorder, asthenia, pelvic pain, abdominal pain, visual acuity reduced, dizziness, arthralgia, paraesthesia, night sweats, sleep disorder, vein disorder, heavy menstrual bleeding, gastrointestinal disorder, headache, anxiety, hypoacusis, ear pruritus, loose tooth, memory impairment or disturbance in attention. The reporter commented: very little improvement in my health despite the actions taken. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Batch no b85130, production date 2013-10-22, expiration date 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. B85130) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), language disorder ("neurological disorders-language"), asthenia ("asthenia"), visual acuity reduced ("visual disorders (decreased acuity)"), dizziness ("dizziness"), arthralgia ("joint pain"), paraesthesia ("tingling limbs"), night sweats ("night sweats"), sleep disorder ("sleep disorders"), vein disorder ("venous disorders"), heavy menstrual bleeding ("menorrhagia"), gastrointestinal disorder ("intestinal disorders"), headache ("headaches"), anxiety ("increased anxiety"), hypoacusis ("decreased hearing"), ear pruritus ("itchy ear canal"), loose tooth ("tooth loosening"), memory impairment ("neurological disorders-memory") and disturbance in attention ("neurological disorders - attention"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to language disorder, asthenia, pelvic pain, abdominal pain, visual acuity reduced, dizziness, arthralgia, paraesthesia, night sweats, sleep disorder, vein disorder, heavy menstrual bleeding, gastrointestinal disorder, headache, anxiety, hypoacusis, ear pruritus, loose tooth, memory impairment or disturbance in attention. The reporter commented: very little improvement in my health despite the actions taken. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.